Manufacturer narrative:
E1- address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found pinhole on the universal cord. Due to the pinhole, watertightness is lost. Air leak inspection failed. The reported issue of "air/water leakages" was confirmed. Furthermore, as stated in section b5, device evaluation found the adhesive of the objective lens was peeled off. This condition was attributed due to deterioration , breakage, physical stress during use and handling. Additionally, the following defects were identified during device inspection: a-rubber (insertion section) has a scratch. Adhesive on a-rubber has a chip. Light guide (lg) cover glass has a scratch. Video connector case found deformed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of air/water leakages. No harm was reported. No patient harm, no user injury reported . Device evaluation found the adhesive around the objective lens was peeled off. This report is being submitted due to the finding of adhesive around the objective lens was peeled off (deterioration, physical stress) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. Olympus will continue to monitor field performance for this device.